Event description:
It was reported that the implantable cardiac monitor (icm) was at end of service (eos), after which an electrical reset occurred. It was noted that, after the reset was cleared, the dates of the episodes stored on the icm were from 1994. It was further noted that "none of the episodes [were] 'real' due to undersensing." The icm remains in use. No patient complications have been reported as a result of this event.